Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the customer reported the insulin pump had the affected software version 4.10 and the beep test failed. No further details were reported. The insulin pump will not be returned for analysis.